Event description:
Echelon flex 45 articulating endoscopin linear cutter was loaded with echelon 45 blue reload. When surgeon attempted to use the stapler it did not fire correctly. A second echelon flex 45 was opened and loaded with a second echelon 45 blue reload. The second device misfired as well.